Event description:
A pt was experiencing increased baseline pain. Stimulation was felt in the wrong location / in his stomach. It was noted that the issue had been going on for approx 2 weeks, and if stimulation was turned down too far then there was no therapeutic effect. It was noted that program d was being used at 4.20 volts. The pt was scheduled to visit his hcp on (B)(6) 2010. The pt requested that a company rep be present for reprogramming. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).